Event description:
It was reported that this device was explanted and replaced due to eri status.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The available device data were inspected. The inspection revealed that the pacemaker activated the safety backup mode on july 1, 2022, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Please note that in the safety backup mode, to ensure patient safety, the pacing parameters are chosen to cover the widest population of patients, which can lead to a higher current consumption draining the battery. Due to the battery depletion, a re-initialization request was not provided by the programmer. This represents a normal behavior. The battery is depleted. The documented amount of charge taken from the battery was verified, revealing that the battery condition was as expected after a service time of about 50 months with active backup mode parameters. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a stress test under different temperature environments was performed revealing no anomalies. In conclusion, analysis revealed that the clinical observation resulted from the activation of and remaining in the backup mode since july 1, 2022. The backup mode was activated due to the detection of invalid memory content. The root cause for the invalid memory content was not determinable based on the data available. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the backup mode activation. Analysis of the device and the returned device data revealed no indication of a device malfunction.

Event description:
It was reported that this device was explanted and replaced due to eri status.